Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return

Event description:
Toothbrush refill come apart in mouth. Part fell off the refill in mouth - oral-b [device breakage] case narrative: 65-year-old female consumer via phone stated that the oral-b toothbrush refill came apart in her mouth while she was brushing her teeth. A part fell off of the refill in her mouth. No injury was reported.

Manufacturer narrative:
12-nov-2024 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Toothbrush refill come apart in mouth...part fell off the refill in mouth - oral-b [device breakage] product counterfeit - oral-b [product counterfeit] case narrative: 65-year-old female consumer via phone stated that the oral-b toothbrush refill came apart in her mouth while she was brushing her teeth. A part fell off of the refill in her mouth. No injury was reported. 19-sep-2024 case update from information initially received on 18-sep-2024: the suspect product was oral-b power oral care refills dual action eb417. No injury was reported. 12-nov-2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.